Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "received the diagnosis [...] And the doctor told me that I was the tenth person [...] To get alcl." Device has been explanted. Pathological markers confirming alcl have not been received.